Manufacturer narrative:
During a surgeon conference presentation, revision procedures related to biomet product were being discussed. Subsequently, biomet contacted the surgeon's office to obtain more detailed information regarding the events discussed during the conference. It was confirmed that biomet had not been notified of the events and information was supplied to biomet on (B)(6) 2010. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under "warnings", it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report submitted (B)(6) 2010.

Manufacturer narrative:
Operative notes were recently provided which indicated new information. Original reason for revision was reported as loosening of the acetabular cup, but provided operative notes indicate that the cup was well-fixed. Metallosis was also noted in the operative report. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number one states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2010-00423-1 and 1825034-2012-00350). (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2008. The acetabular cup and modular head were removed and replaced. Operative notes provided indicate the acetabular cup was well-fixed; however, metallosis was noted.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2008, due to loosening of the acetabular cup.